Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the complainant was contacted for return of the device. The device has not been returned for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.